Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phz259 batch number, and no non-conformances were identified. One empty opened foil and one needle/suture in two section of product code y427, lot phz259 were turned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. Also, the other section of the suture was examined, body fluids and damage were found. In addition, the ends of suture pieces do match among them. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure, the suture split when doctor tried to use it. Another like device was used. There were no adverse patient consequences reported. No additional information was provided.